Event description:
It was reported that the patient underwent a redo l2-s1 fusion plus t9-s1 fusion instrumentation with placement of transpedicular screws at t9, t10, t11, t12. L1 pedicle screws were removed; revision of interbody fusion l1-l2, with revision of the l1-l2 cage; l1 kyphoplasty. Autologous bone and dbm were used for bone grafting. Following the surgical procedure the patient was diagnosed with an infection at the site of the surgical wound. Approximately 1 month post-op, the patient underwent a procedure for debridement of the wound. It is noted that pathology reports indicate e.coli was present in deep tissue at the surgical site. Approximately 3 years post-op, prior to gall bladder surgery, pre-surgical x-ray suggested that one of the rods from the index surgery had fractured. Reportedly the patient¿s pain and kyphosis became more severe. At 42 months post-op, the rod was confirmed to be fractured. At 45 months post-op the patient underwent additional surgery. Pre-operative diagnosis noted as prior thorcolumbral sacral fusion with flatback deformity, proximal junction kyphosis and pseudoarthrosis. Operative report indicated the patient had significant sagittal plane deformity with a prior instrumented fusion from t9-s1 with pseudoarthrosis with a loosening of some implants combined with hypolordosis led to severe misalignment. Implants from the index procedure were removed. Several implants were loose including the sacral screws and t9 implants. Cultures taken around the screws were sent to pathology for analysis. Reportedly e.coli was present in the cultures.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)